Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a no disposable, clamp tubling alarm. The reservoir volume was 96.7ml, rate was 50.0ml/24hrs, 0.0ml was given. There were bubbles observed in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.